Event description:
Ventilator was functioning properly when placed on patient 7/05. Vela started alarming with constant high pitched alarm. The therapist thought it was a different ventilator, but upon further investigation found the alarm was the vela. The screen was lit up, but blank. An electric odor was present, maybe small amount of smoke. The ventilator was shut down, patient struggling to get air. The response was very quick, there was no harm to the patient who was removed from the ventilator promptly and manually ventilated.